Event description:
Abbott has removed all support information and manual information for freestyle lite and freestyle freedom lite from their website. The phone number on their website for support with a diabetes product is only for the abbott libre continuous glucose monitor products, not the traditional blood glucose meters (traditional test strip based meters). It is dangerous for users to not be able to access the official abbott supplied user manual for these test-strip family of products that are still available for purchase and in use. It is also dangerous that there is no means for contacting abbott support for help with a test strip based glucose meter.